Event description:
C&s preservative tube left in patient bathroom. Awaiting urine specimen from patient. Pt thought preservative tablet-lyophilized maintenance formaula for microbiology was a pill for him and took the vacutainer cap off and swallowed the preservative tablet. Poison control notified and recommended to give juice. No adverse effects.